Event description:
Customer states: patient found with poor respiratory pattern in intensive care unit (ICU). Kinked tube found. Customer states patient was re-sedated and ett changed using anesthesia.

Manufacturer narrative:
The product associated to this report is unknown so related 510k cannot be determined. Information provided to date suggest that the associated product is not sold in the us but due to limited information exact product ID cannot be determined. Customer stated that the lot number is unknown and no sample is available for return.